Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non bsc balloon at 8atms for 30 seconds and then a 3.0x23mm promus stent was successfully deployed in the lesion. The physician then attempted to advanced a 2.75x8mm taxus liberte stent delivery system (sds) to the distal lad; however, the sds was unable to cross the previously implanted stent and the taxus liberte stent became dislodged inside of the deployed promus stent. The dislodged stent was successfully snared from the patient and it was noted that the implanted promus stent stayed well positioned and apposed in the lesion. The lesion was postdilated and the procedure was successfully completed. No additional patient complications were reported and the patient¿s current condition is fine.